Event description:
It was reported that during the procedure, the device displayed a failure error, therefore, the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.